Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Product performance engineering reviewed the incident information, however, the product was not returned to abbott vascular for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo, concentric lesion in the posterior descending coronary artery with no tortuosity, moderate calcification and 90% stenosis. A 2.00 x 8 mm nc trek rx balloon dilatation catheter (bdc) was advanced to the lesion with no resistance; however, the balloon ruptured on the first inflation at 6 atmospheres. The bdc was simply removed with no resistance and replaced with an additional unspecified bdc to continue the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.